Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted the case is bulged just under the is-1 label. A review of the device memory confirmed a fault due to the charge time limit having been exceeded. A capacitor reform was initiated. The charge time was longer than expected. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.

Event description:
Boston scientific received information that this patient¿s device has been emitting tones for the past several months. Upon interrogation, the device exhibited code 1007 due to multiple charge timeouts of 45 seconds. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.